Event description:
It was reported that the patient awoke to a low-glucose alert from her insulin pump, with a continuous glucose monitor reading of 62 mg/dl, and she self-treated with four glucose tablets while monitoring for recovery; the cause of the hypoglycemia was unclear. Symptoms included no reported hypoglycemic symptoms. Outcomes included no hospitalization and resolution expected with oral carbohydrate treatment. Investigation included complaint intake review and user troubleshooting and education regarding monitoring and avoiding overtreatment. Investigation of this case revealed no confirmed device malfunction and no confirmed sensor discrepancy, with the event consistent with hypoglycemia of unclear etiology possibly related to prolonged intervals between meals. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.